Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.

Manufacturer narrative:
(B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. Since the stylet utilized by the physician in this case was not returned to the MFR, perhaps a feature of the stylet contributed to the abnormal functions as described by the physician. The blockage identified during the analysis was confirmed to be caused by a blood clot, which was introduced during the implant attempt. No mfg defect was identified during the laboratory investigation.